Event description:
The pt was implanted with a siltex saline mammary prosthesis on 8/10/1998. Subsequently, the pt experienced a deflation of the device and an infection. The device was removed on 2/16/1999.